Manufacturer narrative:
(B)(4). Investigation is still in progress. Device similar to device under 510(k) p140016.

Event description:
Description of event according to study: on (B)(6) 2013, the patient underwent placement of a 26 mm x 105 mm tapered proximal component (ztlp-pt-26-105-ci3, lot # e2998852). The proximal edge of the graft material was deployed distal to the left carotid artery. The left subclavian artery was completely covered and was not revascularized. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was not induced and no spinal cord protection adjuncts were used. Analysis of the completion angiogram noted that the left subclavian artery was partially covered. The graft was patent with no evidence of endoleak, kink, compression, or infolding. The patient was discharged from the hospital on (B)(6) 2013 (eight days post-procedure). On (B)(6) 2013 CT scan (47 days post-procedure) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The maximum diameter over the extent of the aortic injury was 29.5 mm and the injury length was 24.6 mm. The maximum diameter just distal to the graft was 20.7 mm. On (B)(6) 2013 CT scan (193 days post-procedure) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 20.7 mm. On (B)(6) 2014 CT scan (431 days post-procedure) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 19.9 mm. On (B)(6) 2015 CT scan (781 days post-procedure) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 21.2 mm. On (B)(6) 2016 CT scan (1140 days post-procedure) analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 21.2 mm. Analysis noted ¿small amount of soft tissue density thickening at distal end of stent, likely reflecting small amount of thrombus vs. Intimal thickening. Essentially unchanged from (B)(6) 2013 to (B)(6) 2016.¿ this was the first time the analysis had noted this finding. The treating physician will be notified of this finding. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided information, it was possible to determine the existence of the reported event, formation of thrombus. The distal graft lumen developed a circumferential ridge of thrombus and possibly neointimal hyperplasia unrelated to aortic lengthening, graft or aortic settling, or greater than 10% oversizing. Small partially circumferential thrombus developed along the inner aortic curvature over ridges of redundant fabric. The root cause could not be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2013, the patient underwent placement of a 26 mm x 105 mm tapered proximal component (ztlp-pt-26-105-ci3, lot # e2998852). The proximal edge of the graft material was deployed distal to the left carotid artery. The left subclavian artery was completely covered and was not revascularized. The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was not induced and no spinal cord protection adjuncts were used. Analysis of the completion angiogram noted that the left subclavian artery was partially covered. The graft was patent with no evidence of endoleak, kink, compression, or infolding. The patient was discharged from the hospital on (B)(6) 2013 (eight days post-procedure). On (B)(6) 2013 CT scan (47 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. The maximum diameter over the extent of the aortic injury was 29.5 mm and the injury length was 24.6 mm. The maximum diameter just distal to the graft was 20.7 mm. On (B)(6) 2013 CT scan (193 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 20.7 mm. On (B)(6) 2014 CT scan (431 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 19.9 mm. On (B)(6) 2015 CT scan (781 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 21.2 mm. On (B)(6) 2016 CT scan (1140 days post-procedure): analysis: patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, endoleak, or migration. The aortic injury was no longer visible. The maximum diameter just distal to the graft was 21.2 mm. Analysis noted ¿small amount of soft tissue density thickening at distal end of stent, likely reflecting small amount of thrombus vs. Intimal thickening. Essentially unchanged from (B)(6) 2013 to (B)(6) 2016.¿ this was the first time the analysis had noted this finding. The treating physician will be notified of this finding. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient.